Event description:
Customer reported altitude alarm issue with pump. Reportedly, the pump was not outside the labeled altitude operating range. Blood glucose level was 16.6 mmol/l, which was within the normal range. Customer followed instructions to clean the speaker holes and attempted to resume insulin delivery, but the alarm persisted. As a result, technical support decided to replace the pump and cartridge, while the customer used multiple daily injections (mdi) as backup therapy.